Event description:
It was reported that the patient was experiencing discomfort at the battery site and difficulty connecting the device. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient had therapy restored in recovery. No products can be returned due to hospital policy.